Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead (implanted in 1996) was defective and was capped and replaced (in 2003). Follow-up was attempted with the patient's clinic but a review of their records did not show a reference to the rv lead replacement or product performance allegations. The patient still has a rv lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.